Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist was unable to say when the alleged issue started but she claimed that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of ¿140 mg/dl¿ on the subject meter compared to ¿90 mg/dl¿ on an accu-chek meter. The time difference between the comparative results was not provided. Based on statistical methodology, the calculated difference between the reported results may not meet lfs¿ accuracy criteria. The reporter was unable or unwilling to say how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. The reporter was also unable or unwilling to say whether the patient had developed any symptoms as a result of the alleged issue. She indicated that on an unknown date and time, the patient had administered ¿sugar to feel well¿. The reporter denied that the patient had used any other device to test her blood glucose levels. At the time of troubleshooting, the reporter was unable or unwilling to answer the troubleshooting questions and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved after troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.